Manufacturer narrative:
Date of event was approximated, as no event date was reported

Event description:
It was reported that there was a hole in the catheter. An angiojet solent proxi catheter was selected for use. During procedure while inside the patient, a hole in the catheter was observed. The procedure was completed successfully and there were no patient complications reported.

Event description:
It was reported that there was a hole in the catheter. An angiojet solent proxi catheter was selected for use. During procedure while inside the patient, a hole in the catheter was observed. The procedure was completed successfully and there were no patient complications reported. It was further reported that the hole was leaking blood and fluid. Device evaluated by MFR: the pump, spike line, effluent/supply line, shaft and tip were microscopically and visually inspected. There were numerous kinks throughout the device. Functional testing revealed the device ran within normal range without any errors or alarms; however, fluid did leak from the shaft. The shaft was microscopically inspected and a hole in the shaft was revealed 3.8cm distal of the strain relief. Inspection of the remainder of the device presented no other damage or irregularities.

Manufacturer narrative:
Date of event was approximated as no event date was reported.